Manufacturer narrative:
H6-86, exfoliation tests performed on the handpiece. Eval summary: an exfoliation test was performed on the returned handpiece and the product was found to be within spec. The phaco needle was not returned, so co is not able to determine if the particles experienced by the dr were generated from the needle.

Event description:
Metal particles were observed coming from the handpiece during a phacoemulsification procedure. The particles were washed out of the eye during use and there was no harm to the pt.